Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 55-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Patient was also on ECMO support. The patient had pupillary change requiring a head CT scan. The scan was suggestive of a very large head bleed. Heparin purge was removed. The patient was transferred to another hospital for escalation of care. After 4 days on support, the family withdrew care for the patient.

Manufacturer narrative:
The investigation into the reported stroke has been completed since the original report was filed. No product was returned. Data logs were reviewed, and no motor current spike was observed. As per clinical, head CT scan revealed hemorrhagic stroke with large brain bleed and systemic heparin was stopped. The cause of the hemorrhagic stroke issue was most likely patient condition related and unknown relation to impella per clinical and data log review. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿